Event description:
A dreamstation 2 adv auto CPAP device was reported by a customer to have smoke coming from the device and had a burning smell.the device has not yet returned for evaluation. No root cause can be determined at present. If any additional information is received, a final report will be filed.